Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video socket connecter had a bent pin and no image, the front panel had a crack in the top right, the connecting screw housing needs to be replaced and the rear panel was deformed and needs to be replaced due to poor appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a bent pin when the evis exera iii video system center was plugged in. Upon inspection and testing of the customer returned device, the video socket connecter had a bent pin and no image. This report is being submitted as a MDR based on this evaluation result. It is unknown if there was a delay reported. The procedure completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent/damaged video socket connector pin could not be identified. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use] do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [6.3 connection of an endoscope] ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the connectors on the scope side pin connector of the videoscope cable exera ii / that the video connectors of the videoscope / camera head / the oes video converter are not damaged. Olympus will continue to monitor field performance for this device.